Manufacturer narrative:
Exemption number e2016004. (B)(4). The dentist refused to provide the patient's weight.

Event description:
On (B)(6) 2018, nakanishi received an e-mail from a distributor ((B)(4)) stating that an nsk dental handpiece had overheated and burned two patients. Therefore, nakanishi is submitting two separate mdrs for the patients. The information nakanishi received from the distributor about the first patient is as follows. The event occurred on (B)(6) 2018. A dentist was performing a dental procedure using the z95l handpiece (serial no.: (B)(4)). The patient was under local anesthesia. During the procedure, the patient reported pain and the dentist observed a 10mm x 5mm burn to mucosa and submucosa. The dentist treated the burn with local application of steroids and analgesic. The patient was given a prescription for periogard and kenalog. The dentist has had a follow up since the event occurrence and the patient is healing normally.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device (B)(4). These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi set a test bur in the handpiece, connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge's rear side was broken. The head gear and upper drive gear were abraded/damaged. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearings due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.